Event description:
Customer reported that the device was faulty because it turned off intermittently. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Pre-repair assessment performed by technician, functional testing of device revealed soft switch defective due to issues of normal wear. The device was serviced and returned to customer on (B)(4) 2013. Placeholder.